Manufacturer narrative:
Conclusion - should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a dilatation and curettage, hysteroscopy, thermal endometrial ablation, and then a second hysteroscopy. There were no noted problems during the procedures. The patient presented two weeks after the procedure, one week late for her post-operative appointment, and was found to have a cervical burn which also covered her lower uterine segment. The cervix appeared "like it was torn". The patient's uterus was reported to be tilted and the surgeon opines that during the procedure, when he thought he was at the fundus, he was actually still in the cervix. An emergency hysterectomy was performed.